Event description:
It was reported by the customer that pyxis medstation es system was not working, with the screen displaying a black image. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer controller was cause for the station's failure to power on. A field service engineer reported that the test point measured below 1 ohm, while the 2-2 board was within the acceptable range. Subsequently, the drawer controller was replaced and the station was booted up. The system functioned as intended after the field service engineer resolved the issue.